Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based upon the reported info.

Event description:
The head of the spin screw snapped off during surgery. It could not be tightened and had to be removed with pliers. This prolonged the surgery time by 15 minutes. There was no pt injury reported. Add'l info was requested from the reporter.